Event description:
The patient stated that she has not had "very good control lately" because she has so many other health issues. She stated that she will be visiting her doctor the 3rd week in january and she is not sure he will keep her on an infusion device due to the "multiple other health issues." She stated that her blood glucose can range from 60-500mg/dl in a matter of 1-2 hours and her last hba1c "was either 9.5 or 9.7." She stated that her blood glucose problems have "nothing to do with the pump." The patient did not wish to provide additional information and she was not willing to troubleshoot. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.